Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the fms vue pump was running full blast. It was reported that the pressure was set to 100 but it was running at highest speed. The procedure was completed with a like unit with no patient harm but a delay by couple of minutes to change the unit out.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center. The customer reported an issue of the pump running at highest speed even after setting the pressure to 100, per l operational and diagnostic analysis did not confirm this issue, therefore this complaint cannot be confirmed. The unit was put on over night burn-in without any issue found. However, the repair and testing of the unit will not be completed at this time because there is no need for it in the loaner equipment pool due to excess units in the pool at this time. Unit placed into long term hold. As no defect was identified, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.